Event description:
Plugged up..intermittent output to the digital drive box. Due to the sipnpuff straw is dirty.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.